Manufacturer narrative:
The hemopro device and extension cable were returned to the factory for evaluation. The hemopro showed signs of clinical usage; there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. Pre-cautery testing was performed on the hemopro device with a reference power supply and extension cable, and with the returned extension cable; the hemopro device did not pass the testing as it remained activated. A pre-cautery test was also performed on the returned extension cable using a reference hemopro tool and power supply; the device passed the pre-cautery test as the reference hemopro produced steam and heat during several activations. Cycle life testing was performed on the hemopro device; the device failed cycle life testing as it self-activated prior to the first cycle. The handle of the opened to verify connections; under magnification, soldering flux was observed on the switch body, lever, and actuator of the micro switch. The soldering flux caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Based upon the evaluation results, the complaint was confirmed. This failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process at the time the inspection was added were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was activated inside the patient's leg and remained activated after the toggle switch was released. A pre-cautery test had been performed on the device prior to the start of the procedure. The device was removed from the patient. A replacement device was used to complete the procedure with the same extension cable without incident. The hospital did not report any patient effects.